Event description:
It was reported that the customer experienced a low glucose (bg) level of 40-50 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. The customer¿s hcp adjusted the pump settings to address the event.